Event description:
Previous medwatch submission noted "alcl". Upon further information and receipt of cytology, allergan has determined that the event of "alcl" did not occur. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late and lymphoma-alcl_suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, lymphoma-alcl-suspected (histopathological markers not reported).

Event description:
Healthcare professional reported left side "unclear intracapsular mass" and "device rupture, seroma, intracapsular alterations; lump with suspected rupture or alcl". Histopathological markers cd30+ and alk- have not been received. Device remains implanted.